Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection did not find any anomalies.

Event description:
During the implant procedure, loss of capture was observed on the right ventricular (rv) lead despite multiple repositioning attempts. The rv lead was replaced and the patient was stable with no adverse consequences.